Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient over used his left arm, which fully pulled the lv lead back, and the rv lead was slightly pulled back. Patient was brought to ep lab, and the leads were repositioned. The patient was in stable condition and had no complications prior or during the procedure.